Event description:
The customer reported via phone call that the sensor stopped working during the night and received a lost sensor alarm. The customer stated she now has a new sensor and its working fine. The customer's blood glucose was 400mg/dl. The customer was advised that the sensor will be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.